Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was packaged by biomet (B)(4) according to pre-defined specifications. According to the data made available, unable to determine precisely the exact root cause of the issue. It is possible that product pushed on the whealing and generate this tearing during transport. Review of device history records found this unit was released to distribution with no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
It was reported when product was received at distributors office, it was noticed that packaging had a small hole and the product was missing. There was no patient involvement.